Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 . The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, white residue or stain in the air water channel and cylinder a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction noisy and no image was traced to defective electrical connector. However, the probable cause of the white residue or stain in the air water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient harm.